Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator gave two technical error codes one indicating disabled valves and the other indicating a communication error between the control and the monitoring printed circuit boards during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported issue was not reproduced on-site. The control printed circuit (pc) board was exchanged preventively according to the recommendations in the service manual. System software was re-installed and functional test performed before the ventilator was returned to service. Investigation of the returned control pc board did not reproduce the reported issue. The control pc board was tested in a reference ventilator. Pre-use check succeeded, and simulated ventilation was performed without any deficiency noted. The evaluation of received device logs confirms a single occurrence of the reported technical error code. The logs did however contain two more error codes indicating disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by generated high priority alarms and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received device logs, but could not be reproduced during the investigation. The cause of the reported failure has not been established. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).